Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Date unknown when implanted/explanted. Device history records was conducted. The report indicates that a review of depuy synthes (B)(4) device history records for manufacturing revealed no issues for complaint number (B)(4), part number: 456.317s, lot number: 9811119, raw material number: (B)(4), manufacture date: 05/19/2015, expiration date: 2024-04-30, DHR review date: 09/04/2015. The investigation could not be completed; no conclusion could be drawn, as no product was received. Customer has part, uncertain if part is coming back. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail procedure a nail broke when the blade was trying to go through it. There were no surgical delay. This report is 1 of 1 for com-(B)(4).